Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material on the air/water nozzle, light guide lens, bending section and distal end cover could not be identified. A definitive root cause of the issues could not be determined, however, due to water leakage in the forceps channel that, there is a possibility that the reprocessing could not be performed properly and the foreign matter could not be removed. The event can be detected/prevented by following the instructions for use sections below: evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. Evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories) olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In addition to b5, the following non-reportable malfunctions were found during the device evaluation: due to damage on channel tube, water tightness lost; due to clogging of nozzle, water removal ability does not meet the standard value; various dents and scratches; bending section and connecting tube discoloration; due to wear of angle wire, bending angle and play does not meet the standard value; scope cylinder shaved: and light guide bundle breakage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported the evis exera ii gastrointestinal videoscope had low angulation, light low in scope. The event was found during maintenance at the facility and there was no patient involvement. The device was returned to olympus medical for service. During evaluation, the device was found to have a yellowish/brown foreign material in the air/water nozzle. It is unknown what the foreign material is. Additionally, various parts of the scope were found dirty (bending section rubber, connector cover, light guide lens, control unit, knobs and light guide cover). This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation due to incorrect reprocessing.